Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the power cord bay assembly latch, the left side keyboard hinge and the upper and lower case handles were broken. It was also noted that the stylus was inoperative, the lower case foot was gone and the printer drawer was missing release latch. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a broken power cord bay door, handle and keyboard. The programmer was returned for service. The programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.